Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The pump was received with a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that her pump was not working and that she had a blood glucose exceeding 400 mg/dl two days ago. The patient treated with manual insulin injection. She declined troubleshooting to inspect the pump for damage and functionality due to her poor eye sight; additionally, she does not feel okay to troubleshoot since her blood glucose at the time of call was 456 mg/dl. The customer did not mention symptoms of hyperglycemia. The customer was advised to change the entire infusion set, reservoir and insulin, and treat per health care provider's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.